Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during rewinding and the drive support cap was sticking out. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that they were got this error 5 times in a row and the insulin was shooting out every time as well. The customer reported that the insulin was squirting out during the manual prime process and were unable to exit the preparing to prime loop. The customer reported that the rewind message occurred after an alarm. The customer does not recalls of pressing the cap while connected. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify the compromised force sensor system alarm due to motor error alarm. Pump received with minor scratched lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.